Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.

Event description:
The customer contacted baxter's service center regarding therapy questions, which occurred on the homechoice (hc) during use. The home patient (hp) stated that he cuts his drain line every night when setting up the hc's supplies because the drain line was too long for his personal home setup. The hp stated that he had accidentally cut his patient line instead of his drain line. The hp had not yet connected. The hp had solution bags connected to the supply lines. The technical service representative (tsr) advised the hp to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.